Event description:
The patient had two leads (from the same lot). It was reported, the patient experienced weakness in his legs and chest/back pain due to both leads migrating. As a result, both leads were explanted and replaced with a single lead (different model). The replacement lead resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.